Event description:
Sheath began to unravel and separated after the check flow valve separated during removal. The sheath came out in pieces.

Manufacturer narrative:
Evaluation: this event is still under investigation.